Event description:
The pt was admitted for a procedure in 2009, with a 95% lesion in the right inferior ventricular artery (riva). The 2.75x23mm cypher select plus stent was deployed at 10atm. However, due to a crack on the luer hub, the positioned stent had to be post-dilated with a 3mm balloon catheter. There was no adverse consequence to the pt.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.